Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/16/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pumps pressure gage seems off to the surgeon. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The device(s) were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is damage due to wear and tear of the device. Manufacturing date: 13-dec-2019. The complaint allegation was not confirmed.